Event description:
Boston scientific corporation became aware that during a left internal carotid artery aneurysm procedure, with extreme tortuosity, when the physician attempted to track the subject device to the deployment site, the stent began to prematurely deploy. The physician attempted to remove the stent and guidewire system; however, the stent deployed completely into the aortic arch and had to be retrieved. The retrieval was successful. The patient sustained no injury due to this event.